Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
The patient's legal guardian (lg) reported the patient developed inflammation and purulent discharge after wearing the pod on the hip/buttocks for between 49 and 71 hours. Patient's blood glucose levels rose to 20.1 mmol/l (361.8 mg/dl) and a new pod was applied. The patient was taken to the emergency room (ER) at universitäts-kinderspital beider basel on (B)(6) 2025 and stayed there for approximately 2.5 hours. Patient was diagnosed with an abscess and was prescribed antibiotics and a skin disinfection spray to be used 2 times a day in the morning and evening to clean the skin area. The patient went back to the ER on (B)(6) 2025 for a follow up appointment to check on the rash. No additional treatment was reported.

Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the reported event could not be determined.